Event description:
A malfunction alarm was reported by the customer, identified as malf 0. There was no reported impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump and advised to call back if the malfunction reoccurred. No further malfunctions were detected after the reset, allowing the customer to continue using the pump.